Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted with a proglide device, using a pre-close technique, via a 5f sheath prior to an impella interventional procedure. Reportedly, the suture would not deploy from the device. The sheath was upsized to 14f and the impella procedure was completed. Manual arterial compression was applied to achieve hemostasis. There was no patient impact due to prolonged manual compression. The physicians are reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Because the plunger, suture, link, needles and cuffs were not returned, the reported needle to cuff miss was not confirmed. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.